Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. (B)(4). Followup with the complainant has been conducted for the lot number, and the information is not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The rubber 'washer' inside the neck has partially worn and is stuck inside the taper, it is trapping debris and is affecting the way the neck attaches to the broach.

Manufacturer narrative:
The complaint description states that the rubber 'washer' inside the neck has partially worn and is stuck inside the taper, it is trapping debris and is affecting the way the neck attaches to the broach. The device associated to the complaint was not returned for analysis. No analysis was possible because nor the batch number neither photos or medical records were provided. Based on the information received and the investigation performed, the root cause of the incident could not be determined. Depuy considers the investigation closed. Should additional information be received the investigation will be reopened.